Manufacturer narrative:
Technical support provided guidance for recalibration using fresh reagent and advised wash probe maintenance. The control was performed again with no improvement. New ckmb calibrators were sent and low (mas) control results were reported. The customer reconstituted and used multi-analyte control (mac) to perform the test again. All levels were in range. The most probable cause of the reported event could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, customer reported a low l3 control result using microgenics cardiac xl (mas) after calibrating their aia-360 with ckmb (creatine kinase mb). The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for ckmb, myo, and ctnl 2 were purchased within 120 days prior to aware date. Which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.